Manufacturer narrative:
Product event summary: during analysis the device powered up in 30 seconds without an error, however it was noted that a recent error in the log confirmed the customer comment and the software was reconfigured and reloaded. Analysis also found a broken left keyboard hinge which was replaced.

Event description:
It was reported that during an interrogation session of an implantable heart device, the programmer abruptly errored with a system default. Follow-up subsequently determined that the interrogation was unable to be completed with that programmer and that it was changed out for another. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.